Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead exhibited unacceptable capture threshold. Repositioning of the lead was unsuccessful, hence the lead was removed and replaced. After the lead was removed outside the body, thrombus was observed. The procedure was completed with the replacement lead. The patient was stable post-procedure.

Manufacturer narrative:
The damage found was sustained during surgical procedure. The lead was otherwise normal.